Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and normal output. Functional tests were performed and no issues or anomalies were noted. A longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and within expected longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis through visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable.